Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, it was hard to keep nucleus suctioned and poor phacoemulsification.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event of poor suction. The company service representative was able to confirm and replicate the reported event of poor phaco. The nonconforming ultrasound controller printed circuit board (pcb) was replaced to address it. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications in relation to the report of poor suction; therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the reported or poor phaco can be attributed to the nonconforming ultrasound controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).